Manufacturer narrative:
The customer advises that the patient information for this event is not available. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The sensor interface board (sib) was replaced to resolve the issue.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.